Manufacturer narrative:
The lead was returned without a reported event. As received, only the distal portion of the lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil 34.2cm ¿ 32.5cm from the distal tip proximal to the suture sleeve tie impression consistent with friction to the device can. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.